Event description:
The facility's biomedical engineer reported an infusion pump with an 807:01 failure code which was observed during biomed testing. The hosp rep stated to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event.